Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per srt, the thermistor will be replaced.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the cardioplegia water temperature display did not indicate the correct temperature. There were no reported adverse consequences to the patient as a result of this event.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the thermistor. The unit operated to manufacturer specifications. This unit is not for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.